Event description:
During the device evaluation, broken occluder feet were discovered. There was no pt injury or medical intervention associated with this incident according to the international affiliate.